Event description:
It was reported that during a laparoscopic total colectomy procedure, the jaws broke inside the patient. It was stated that all pieces of the device were retrieved without additional medical intervention. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.